Manufacturer narrative:
Concomitant medical products: 6937a-35 lead, implanted: (B)(6) 2009; 6937a-35 lead, implanted: (B)(6) 2009; 4968-35 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was oversensing observed on the right ventricular (rv) epicardial lead and that sustained and non-sustained ventricular episodes are due to oversensing. Ventricular fibrillation (vf) therapies have been turned off. The lead remains in use. No patient complications have been reported as a result of this event.